Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod was received in pod state 14 having delivered 0 pulses, indicating that the pod did not complete the activation process within the time allowed after being filled. The download data also showed that an 0x4e alarm, indicating that the saw trim was out of specification, had been generated while the pod was in pod state 14. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing the activation process or result in a hazard alarm. The exact cause of the 0x4e alarm could not be determined.